Event description:
Three weeks to one month postop x-rays showed the soft rod disengaged from the two bottom pangea polyaxial screws at l4. The locking caps remained attached to the l4 screws. Original procedure was for a lumbar fusion at t12-l4. An l3 corpectomy was completed 2 days prior to the lumbar fusion. Surgeon removed the two screws at l4 and locking caps and kept the original rod in place. Surgeon noted rod looks fine. This is the 4th of 4 reports submitted on this event.

Manufacturer narrative:
Additional info has been requested. Subject device has been received and is currently in the eval process.